Manufacturer narrative:
The device associated with this report was not returned to the depuy synthes (B)(4)facility for evaluation. Follow up information trying to obtain the product for evaluation found the instrument was shipped to the depuy synthes repair facility for repair. Provided information from the repair center found no threads were broke; just looked like someone may have dropped it which put a "ding" on the threads. It was deburred, cleaned up and sent back to the territory. A two-year search of the complaint database found additional reports for damaged threads that were attributed to misuse and/or heavy usage. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reclaim pull rod would not engage due to a broken thread.